Event description:
It was reported that the balloon ruptured. The 50% stenosed target lesion was located in a moderately tortuous and severely calcified proximal right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the angle at the ostium was not good, and the guiding did not enter straight, so this device was selected. However, the balloon ruptured after inflating up to 10 atm for 30 seconds. Per physician's opinion, the balloon ruptured due to calcification. The device was simply removed and procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified blood visible in the balloon and inflation lumen. A microscopic examination of the balloon material identified that a pinhole existed in the balloon material. The pinhole was located at 2mm proximal to the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to the pinhole. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found a kink in the hypotube at 65.5cm distal from the strain relief. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 50% stenosed target lesion was located in a moderately tortuous and severely calcified proximal right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the angle at the ostium was not good, and the guiding did not enter straight, so this device was selected. However, the balloon ruptured after inflating up to 10 atm for 30 seconds. Per physician's opinion, the balloon ruptured due to calcification. The device was simply removed and procedure was completed with another of the same device. There were no complications reported.